Manufacturer narrative:
The device is currently not available for analysis . No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead had dislodged when the patient attempted to get out of the bed. Additional information indicated that lead was not returned as hospital policy prevented the representative from obtaining the lead. The rv lead was explanted and a new lead was implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense, so they were left off of this report.